Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent mesh excision due to exposure on (B)(6) 2007.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent mesh excision, trigger point injection and cystoscopy with urethral calibration on (B)(6) 2011 due to erosion. It was further reported that the patient underwent vaginal exploration , removal of mesh, placement of biologic graft for cystocele revision, perineorrhaphy and cystoscopy with urethral calibration on (B)(6) 2011 due to contraction of mesh. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent on (B)(6) 2007 patient underwent mesh excision due to mesh erosion and on (B)(6) 2008 excision of exposed mesh due to symptomatic mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent removal of left vaginal sling via vaginal approach, robotic-assisted laparoscopic left salpingectomy, lysis of adhesions, exploration of pelvis for mesh arms on (B)(6) 2013. (B)(4).